Manufacturer narrative:
The reported event was lead perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to emergency room with symptoms of chest pain and shortness of breath. Diagnostic imaging was performed but no clear signs of a perforation; however, fluid build-up was noted around the heart. A pericardiocentesis was performed. It was undetermined which lead may have caused the fluid build-up. A micro-perforation was suspected. No electrical anomalies were noted. Both the right ventricular (rv) and right atrial (ra) leads were explanted and replaced. The patient was uncomfortable but in stable condition.